Manufacturer narrative:
An event regarding a malposition involving an unknown trident shell was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a medical review was performed and concluded: "cup malposition in excessive inclination caused local overload with high peak contact forces in the ceramic articulation and consequently a ceramic head fracture." Device history review: a DHR review could not be performed as the lot ID is unknown. Complaint history review: a complaint history review could not be performed as the lot ID is unknown. Conclusions: a medical review was performed and concluded "cup malposition in excessive inclination caused local overload with high peak contact forces in the ceramic articulation and consequently a ceramic head fracture". No further investigation is required at this time. If further relevant information becomes available, including device details, this investigation will be re-opened. Device remains implanted.

Event description:
A right hip revision surgery was carried out on a patient because the alumina head had fractured. Patient was bending forward to get milk off a shelf. No preceding trauma/falls.